Manufacturer narrative:
Additional information was received that there will be no further course of action taken at this time.

Event description:
A report was received that the patient felt that the spinal cord stimulator (scs) device was making her pain worse. No device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patient felt that the spinal cord stimulator (scs) device was making her pain worse. No device malfunction was suspected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe that the spinal cord stimulator (scs) was making the pain worse.

Event description:
A report was received that the patient felt that the spinal cord stimulator (scs) device was making her pain worse. No device malfunction was suspected. The patient will undergo an explant procedure.